Event description:
Customer reported she was having issues with her sensor. Her sensor readings are largely different than her blood glucose. Customer's blood glucose was 470 mg/dl. She treated for high blood glucose before the call, but she did not specify how. Customer returned the sensor for analysis. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened and used enlite sensor and performed bicarbonate buffer test. Sensor failed per specifications due to high readings. Also found sensor's canula bent. Unable to confirm customer received sensor in said condition due to customer returned sensor opened and used.